Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post operatively that the patient experienced bradycardia and that the right ventricular (rv) lead exhibited no capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.